Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient was presented in clinic for a follow up. It was stated that occasional ventricular loss of capture was noted on the device. The device captured the beat, however appears to incorrectly have identified it as loss of capture. The patient was stable.